Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
It was reported that the patient experienced infections (date not reported) at abutment site, the implanted device remains.